Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The philips service technician re-performed the test step, and it passed on the device. Additional findings not related to the malfunction/issue was the rubber feet missing. The philips service technician replaced the device's enclosure rubber feet this issue. The philips service technician was not able to confirm the gap between enclosures on this device. There were no repair(s) or part(s) replaced were performed for the gap between enclosures.